Event description:
It was reported by repair work order that the brakes were not holding due to loosened undercarriage weld meant bolts. No adverse consequences or clinically relevant delay in treatment was reported.